Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with recorded episodes of atrial fibrillation on the pacemaker. However, some undersensing of fine atrial fibrillation episodes were observed on the device. The clinician planned to reassess the programmed settings at the next follow up visit. The patient was in stable condition.